Event description:
It was reported that the patient was receiving ineffective low back coverage from the time of his initial implant procedure. The patient underwent a revision procedure and two leads were added to his existing system. No devices were explanted. The patient is recovering well.